Event description:
A nurse from china called to report that while performing blood glucose tests on a patient with the contour® care meter, the readings fluctuated between 0.8 mmol/l to 21 mmol/l. There was no allegation of an adverse event. The nurse discarded the test strips; therefore, the device is not expected to be returned for evaluation.

Manufacturer narrative:
The initial reporter's contact details were not provided; therefore, this information was not captured in section e1. Unknown was recorded in section a1, and no information was captured in section a4, as the patient's credentials and weight were not provided. Contour® care meter is similar to the contour® plus blue meter available in the us market. The contour® care test strips with sku # 6824 and lot # 5dsnh03b has the 510k # of k241787 and UDI (B)(4). The device was distributed outside the us; therefore, no gudid information exists.